Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The patient's catheter had been sent back to the manufacturer for analysis. The tracking number was provided. It was unknown what caused the kink, and it was unknown if there were any contributing factors. The patient's weight was not available. It was indicated the information provided had been confirmed by the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter, ubd: 25-apr-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of hydromorphone and bupivacaine at 1 mg/day via an implantable pump for non-malignant pain. It was reported there was a problem with the patient's catheter. It was reported the patient had a failed catheter dye study on (B)(6) 2019 and they were not able to aspirate. A catheter revision was performed on (B)(6) 2019. During the case, they got some flow; however, the hcp believed they saw the beginnings of the "dynamic kinking of the ascenda catheter" near the anchor head. The hcp then replaced the entire catheter. No symptoms were reported. It was indicated the product would be returned. No further complications were reported or anticipated.